Event description:
Customer reported a pump declaring an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was using the same pump with previous issues reported and regularly cleaned the pump as recommended. The pump will be replaced by cts, and the customer will use mdi as a backup therapy to ensure continuous insulin delivery. Cts provided instructions for returning the pump and anticipated delivery of the replacement pump, with customer's acknowledgment and understanding.